Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that the monitoring voltage of this device in (B)(6) 2010 was 2.55 volts. The device triggered elective replacement indicator (eri) in (B)(6) 2010 and the current monitoring voltage is 2.50 volts with a 15.9 second charge time. In (B)(6) 2010, the clinic nurse had contacted technical services and discussed a 6-9 month to eri timeframe. The clinic nurse expressed dissatisfaction that the device triggered eri sooner than the 6-9 month timeframe.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form dated (B)(6) 2010 that this device was explanted and replaced with no adverse patient effects reported. To date, the device has not been returned to boston scientific's post market quality assurance laboratory for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.